Event description:
A surgeon reports "a small number of patients over corrected" following lasik surgery. Patient records were received and reviewed. This patient exhibited a 2.75 diopter over correction in the right eye and a 2.50 diopter over correction in the left eye at 4.5 months post-operative. The patient requested both eyes be enhanced to improve his uncorrected visual acuity. The last post-enhancement exam (no date provided) showed the over correction reduced to .50 diopters in the right eye and 1.00 diopters in the left. Following the enhancement procedures, the patient reported blurry vision in both eyes.

Manufacturer narrative:
Evaluation summary: a surgery database performance verification was conducted on this system. Results indicated the laser performance factors analyzed were operating within specification for the date of this patient's initial surgery.